Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is contaminated. If any further relevant information is received, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event.